Manufacturer narrative:
The device was returned for evaluation. Visual and functional testing were performed: the device was in fair condition, it had a broken knob and 3 customer labels. The cause of the reported problem was deemed to be user-related. The knob was replaced and the unit passed all functional testing. Device history record (DHR) review indicated that the unit was serviced in may 2019 for high peep settings and missing knob caps, unrelated. No information has been provided to date this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that the CPAP was broken off. No patient injury was reported.